Manufacturer narrative:
Follow-up #1: - device evaluation: the meter and pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus totals discrepancy issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the last basal and last bolus were delivered 3 days after the complaint date. Total daily delivery added up correctly, it reflected the user¿s basal program and the boluses recorded in the bolus history. Pump history did not show any abnormal activities. Caps were not returned and using test caps the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were delivered and recorded correctly.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 400-500mg/dl with abdominal pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose match active basal program total or are as expected and the basal history matches the active basal program settings. The bolus totals do not match (>5% different). This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.